Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that in the beginning it was working very well but this morning they got up 3 different times and had to change completely because even with a pad it ran over. Patient said this morning had been the worst ever. Agent offered to show patient how to connect to the implant patient said they tried that a few days ago and it was a sharp pain so they put it back down to 2.5. The patient reported that their baseline symptoms returned / lost therapy benefit. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient had a follow up appointment next to monday, february 3rd and they were going to remove the catheter also.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the sharp pain from the stimulation. The most likely cause of the event will be they turned up too high and the patient then accidentally turned device off of resulting in loss of therapeutic benefit. When asked about the steps taken to resolve the issue, the hcp stated that the device was turned back on at next follow-up appointment. The hcp confirmed that the issue was resolved. The hcp also confirmed that the patient experienced urinary retention prior to the device. It was not worsened as a result of the device/therapy. The hcp also confirmed that the patient's standard of care was catheterization. The hcp confirmed that the issue was resolved. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.